Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A caregiver (cg) contacted (B)(4) regarding a system error (se) 2267 alarm that occurred on the home choice (hc) unit during dwell 1. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The home patient (hp) has continued therapy with no injury or medical intervention as a result of this incident. The lot number was unknown and the supplies had been discarded. The cg confirmed the hp started over with new supplies.